Manufacturer narrative:
The product was not returned for evaluation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Death is included as a possible complication with the indigo aspiration system.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using an indigo system flash aspiration catheter (flash catheter), a non-penumbra sheath, non-penumbra diagnostic catheters and guidewires. During the procedure, the patient experienced hemoptysis while using the flash catheter. The flash catheter was then removed and the patient coded. It was reported that the patient then expired.